Manufacturer narrative:
An outside of united states (ous) customer reported that a sample ID (sid) was misread on an atellica sample handler prime. Siemens is evaluating the issue.

Event description:
A customer reported that a sample ID (sid) was misread on an atellica sample handler prime. The sid (B)(6) was misread as (B)(6). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00089 on 04may2023. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. The logs show that the sample barcode was recognized by the left camera but no other cameras. When only one camera decodes the barcode, the chances for misreads are higher when no checksum is enabled. The investigation of the picture of the barcode label shows that this site is using interleaved 2 of 5 barcode symbology with a length of 10 digits and without checksum enabled. The label furthermore shows a poor printing quality with additional marks of a blue pen that potentially interferes with the barcode reading area. Interleaved 2 of 5 barcodes without checksum enabled is a not recommended barcode type as per laboratory guidelines. Per the siemens site survey, if interleaved 2 of 5 is used, a checksum must be enabled. The combination of using an insecure barcode symbology, a poor printed label, and additional marks on the label with a pen may have sufficiently changed the barcode as to produce a different output in the initial read. Siemens recommended disabling all barcode symbology´s that are not used by the site. This was an isolated event and no other issues were reported.